Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Advised father was putting mother in bed and noticed right rear wheel was wobbly.